Manufacturer narrative:
This repair site found that the programmer did not boot up to a working interface screen, the programmer screen remained blank. As a result the hard drive was reconfigured, and the software was reloaded and updated. Hard drive health was at 98%, so the hard drive was replaced and reimaged as a preventive measure. The programmer then passed final functional and systems tests, no other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further review prompted a change in the device analysis results. Product event summary: analysis found that the programmer cannot boot up. The programmer was not able to start so the programmer was sent to a different repair site for repair.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. (B)(4).

Event description:
It was reported that the programmer could not enter into the work interface after starting up. The programmer was returned to the manufacturer for servicing. There was no patient involvement.